Manufacturer narrative:
To date, no device was returned for investigation; however, photographs were received for review. Visual inspection of the photographs received noted one peg fractured off the tibial component. There was bony growth seen on the implant. No further evaluation possible as product was not returned. The new information received does not change the previously identified root cause.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the tibial component did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the knee implant compatibility matrix, no compatibility issues are noted. The product history search performed found no other complaints for the tibial component against the part and lot combination. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The likely root cause is that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to tibial loosening. It was further reported in patient's operative reports that there was lack of bony ingrowth noted on the tibial base plate. Also the patient was experiencing chronic discomfort.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. . Reported event was confirmed by review of photographs received. Visual evaluation of natural tibia trabecular metal two-peg porous fixed bearing left size d exhibits nicked and gouged and one peg fractured off. There was bony growth seen on the implant also, the bone cement remains and one peg has been cut off. The new information received changes the previously identified root cause to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to tibial loosening.